Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/23/25 an ilet user and their healthcare provider (hcp) reported the user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 10/11/24. On 10/11/24, the user experienced a severe hypoglycemic event after mistakenly announcing two breakfasts and engaging in outdoor activity. This resulted in loss of consciousness, dizziness, and finger tingling. The user's daughter called 911, and ems administered glucagon before transporting the user to the ER. The user was evaluated, including brain scans, and was released the same day. The lowest recorded bg level during the event was "low" (<40 mg/dl) and the hypoglycemia lasted approximately one hour. The ilet device provided low and urgent low alerts, and the user consumed carbohydrates to assist recovery. No long-term health effects were reported.